Event description:
The service report shows the power loss alarm is intermittent. The mallinckrodt cse replaced the power switch to correct the problem. The unit passed extended self testing and all electrical tests.